Manufacturer narrative:
¿Uf/importer rpt num: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during cystoscopy with a direct visual internal urethrotomy, the physician used the generator with foot pedal and it started to fire energy even when not stepping on the foot pedal. They removed and turned off the machine immediately. There was no patient injury.